Event description:
It was reported that the patient felt shocking in the pocket, at times, of their implantable neurostimulator (ins) when the stimulation was on or off. The patient also felt that the stimulation was shutting off on its own for periods of 2 minutes then back on again. Diagnostic testing included impedance testing which showed they were all within normal limits. The patient¿s physician felt that the pocket shocking was nerve irritation and advised the patient to cushion the area when sitting on it. No further actions were required for the issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there were no other interventions planned. It was unknown if the intermittent stimulation was positional or went away when the patient was sitting. The patient did not have a 50% or greater symptom reduction. Per the nurse practioner (np) the patient was doing well but it was unknown if they were receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).